Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump felt hot to touch when a battery was inserted into the device that day. The patient did not allege any harm or injury because of the alleged issue. The patient last swam with the pump on in (B)(6) 2011. The patient did not have the pump with her during the contact with animas. She could not recall seeing moisture or corrosion inside the battery compartment. The battery compartment and cap did not appear to be damaged according to the patient. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump felt hot to touch. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): on investigation, the battery compartment and battery cap are intact with no physical damage or evidence of moisture damage. The battery was not returned with the pump. A review of the black box indicated the user was not inserting fully charged batteries with battery changes. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The pump was evaluated and found to be operating within required specifications.